Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the batteries were returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files were not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed external visual inspection and functional testing. The battery was able to charge and power up a test controller as intended. Failure analysis of (B)(6) revealed that the device passed external visual inspection. During functional testing, (B)(6) was able to charge and provide power to a test controller. However, the battery was unable to properly communicate with the test equipment. The battery was reporting an inaccurate value of its capacity to the controller and had intermittent connections. Supplemental testing revealed an open wire in the cable assembly, near the strain relief. It was further identified that the green wire was disconnected from the solder joint. The open wire pertain s to the system management bus (smb) data line, which is the communication line between the battery and controller. As a result, the reported power disconnect and critical battery alarms could not be confirmed; however, it is likely that the damaged wire contributed to critical battery alarms at the time of the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power disconnect alarm event can be attributed, but not limited, to a marginal connection, communication errors, and/or momentary disconnections between the battery and controller. A possible root cause of the reported critical battery alarm can be attributed, but not limited, to a communication error and/or open communication wire within the cable assembly. The most likely root cause of the observed open wire event can be attributed to an improper soldering. D1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6), d9: yes, 05-jan-2022, h3: yes h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2022/serial #: (B)(4)/ UDI #: (B)(4). Device available for evaluation: no. Device mfg date: 24-mar-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one battery exhibited an erroneous critical battery alarm at 90% capacity. It was also noted that another battery exhibited a power disconnect alarm. Both batteries were exchanged. No patient complications have been reported as a result of this event.